Event description:
It was reported to medtronic minimed that the customer experienced a hard time with the pump and transmitter (loss of communication between pump and transmitter). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, and mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. Updated summary: mmt-1884 returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement, download the trace and history files utilizing thump (download difficulty), or verify pump to transmitter communication problems due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, pillowing keypad overlay, missing retainer and reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.